Event description:
It was reported that t-wave oversensing discriminators did not with-hold therapy and that a lead integrity alert triggered for oversensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).